Event description:
Customer reportedly obtained a result of 23mg/dl on the compact plus system while incoherent and having convulsions. Customer was given juice and sugar and tested 495mg/dl five minutes later. Customer was retested with a result of hi and given more sugar and juice. Customer came to and tested 34mg/dl. Requested return of suspect system and replacement was sent. No info provided to indicate where issue occurred.